Event description:
It was reported that lead was implanted in the right ventricle without incident. When tested on the psa, the physician found unacceptable threshold values. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.